Manufacturer narrative:
The freestyle librelink complaint was investigated and determined that there were no issues with the librelink application that would have led to the complaint. The user reported high and low glucose alarms. Attempted to replicate the user¿s complaint using similar configurations of samsung galaxy a52 (android 13, 2.8.4.9335) and the user complaint could not be replicated. Therefore, issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device in use with a a53 6e samsung phone with an android operating system version 13. The low and high glucose alarms did not sound, and customer was not alerted of changes in glucose level. As a result, the customer experienced hypoglycemia and a loss of consciousness. Customer was able to self-treat with a bread roll and glucose gel. No further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Extended investigation is pending at this time. A follow up will be submitted once additional information is obtained. The device manufacturing date does not apply. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device in use with a a53 6e samsung phone with an android operating system version 13. The low and high glucose alarms did not sound, and customer was not alerted of changes in glucose level. As a result, the customer experienced hypoglycemia and a loss of consciousness. Customer was able to self-treat with a bread roll and glucose gel. No further information was provided. There was no report of death or permanent impairment associated with this event.